Manufacturer narrative:
(B)(4). The device is still in use adn will not be returned for evaluation. Serial number has been provided. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding the hp stated the hc reads fill 1 of 81, which occurred on the home choice (hc) during use, patient not connected. The baxter technical service representative (tsr) explained that the home patient (hp) will have to call the registered nurse (rn) and review the programming with the rn. The tsr explained that he will assist the hp with ending the therapy. The hp stated he already called the rn and the rn told him to call baxter. The tsr explained that the programming may have been changed and the rn has the hp programming information. The hp will have to call the rn. The hp stated he will call the rn. The solution to this issue was provided over the phone and swap of the device was not necessary. There was patient involvement, but there was no patient injury or medical intervention was reported. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the cycler's program. The hp did not know why his cycle number had changed. The hp said that he has not tried changing the program on his own. The hp said that he had not attempted to bypass any cycles. The hp said that he had called his nurse the next day and she walked him thru changing the cycles back to the correct number. The hp is continuing therapy with no issues. There was no patient injury or medical intervention indicated at the time of the initial report. No further information available.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined.